Event description:
In pre-op, anesthesia tubing was noted to not be flowing on two separate patients. During the first event, nursing noted that anesthesia tubing did not flow when connected to the patient. Staff were able to flush through the tubing, but the tubing would not free flow. The tubing was changed and the new tubing did flow. During the second event, nursing noted the anesthesia tubing would not allow ivf to flow. The bottom luer-lock port was not flushable. The piv itself was patent. In both events, there was no reported patient harm and only ivf noted to be running, not anesthetic medication.